Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with insulin. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
On (B)(6) 2015 f/u: the customer indicated they were able to load a new cartridge successfully. The customer had no further issues. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.